Event description:
Additional information was received from the healthcare provider (hcp) reporting that the pump was flipped but the hcp was able to flip back manually. Since the pump was able to be flipped back manually, no further intervention needed at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that last month they had their pump tacked down as it had been flipped at least 3 times since they were implanted.

Event description:
Information was received from a patient regarding an implanted infusion pump for malignant pain. The pump was used to deliver prialt (ziconotide). Dose and concentration information was not reported. It was reported that the patient was seeing "no pump found" on their handset. The patient thought that the pump may have flipped. This was the second time that the pump had potentially flipped. The patient was going to see their healthcare provider (hcp) on (B)(6) 2024 for a refill. The patient had been told to call patient services for assistance. Patient services assisted the patient in closing all applications and restarting the handset and communicator. The patient confirmed that they were able to successfully connect and request and receive a bolus. Patient services also reviewed best practice to always close the application and power the handset off completely between uses. Troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that it was possible that their pump was flipped, but they didn¿t think so today. The patient stated that they were getting "no pump found." The patient stated they also have fibromyalgia and breathing issues so compression over the pump doesn't always feel good. The patient had had no falls or trauma. The agent reviewed that if the pump was flipped it would be showing the "no pump found" message. The agent confirmed by having the patient turn off the communicator and closing all the apps on the handset and having the patient try to connect again which yielded the same message. The patient was redirected to their healthcare provider (hcp).